Event description:
A report was received that a patient is experiencing pain at the ipg pocket site due to weight loss. The patient also reports that the ipg is not fully providing adequate pain coverage and has been reprogrammed without success. The patient had been receiving rehabilitation and nerve blocks to treat the patient's pain. The patient's physician has recommended that the patient be explanted.